Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-8400td serial/batch number (B)(6) was received for investigation. Visual evaluation found that the outer tube hood was broken. It was noted that surface damage was present across the inner and outer tuber indicating interference between two components. The most likely cause(s) for the reported failure can be attributed to use error through application of excessive forces by prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy the tip of the device broke off. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.